Event description:
At the end of the surgery, it was discovered that the middle blue locking mechanism and nitinol ring had pulled off of the plate. The blue locking mechanism was attached to an instrument. The patient was re-opened and the palte was replaced with another plate. No patient complications were reported.